Event description:
The passeo-35 xeo peripheral dilatation catheter was selected for treatment of a mildly calcified lesion (55% stenosis degree) in a mildly tortuous segment of the proximal part of an unspecified vessel. While inflating the balloon for the third time, the balloon ruptured and transected into two halves from the middle.